Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing disconnected at the patient's hub, presumably to mean the patient's IV catheter hub. There is no report of patient harm.

Manufacturer narrative:
Additional information provided: concomitant medical products. The customer¿s report of a disconnection between the IV tubing at the patient¿s (IV catheter) hub was not confirmed. The set was visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. No evidence of damage was observed. Further visual inspection under magnification of the IV set did not reveal any damage or anomalies. The distal male luer was inspected and no damage or anomalies were observed. Functional testing was performed and no leaks or disconnections were observed on any other part of the set and its components. Pressure testing was performed; the set ran with no incidents; no disconnects were observed on any part of the set and its components during the infusion. Dimensional testing was performed on the set¿s male luer using a female go/no go gauge. The end of the male luer was a go and within parameters determined by iso regulations. The root cause of the customer¿s report was not identified.